Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the instructions for use (IFU).  The IFU and patient manual contain stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure.  Patients with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence.  The patient's medical team indicated that this event was unrelated to the implant procedure or lvad system and related to the subject's condition.  In this case, it appears that the patient had a subtherapeutic anticoagulation at the time of the event that may have contributed to this event.  Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical database that this patient was admitted to hospital with complaints of left lower extremity numbness and tingling. CT head scan confirmed an evolving acute ischemic stroke. This event was treated with a heparin infusion for a subtherapeutic inr of 2.1 the patient was discharged home with residual left leg weakness and motor discoordination on (B)(6) 2016 with an inr of 2.9 and the resumption of coumadin.&#842;

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature switching events prior to batteries reaching the 25% threshold. Analysis of the controller and the batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. The devices were related to the reported event; however the event could not be replicated at the bench level. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported power switching event may be a communication error between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02939, 3007042319-2015-02940 and 3007042319-2015-02941) submitted for devices related to the same event.